Manufacturer narrative:
The customer¿s report that the tubing was broken/defective (separated) was confirmed. The set was visually inspected for obvious damage such as incomplete bonding engagements, cracks, kinks, holes, and tears in the tubing and their components. Visual inspection observed that the silicone segment was completely separated from the upper fitment¿s outlet port. The ring retainer was received attached from the silicone tubing and did not show that the ring was misaligned, indicating that it had been correctly assembled onto the set. No damages were observed on the upper or lower fitment. No other anomalies were observed. A dimensional analysis was performed on the pump segment and was measured and found to be within specification(s). Functional testing could not be performed due to separation and that an obvious leak would occur. The root cause of the customer's report could not be determined.

Event description:
It was reported that the tubing was broken/defective. This event occurred in the emergency room department. It was further confirmed during follow up, that there was no patient involvement associated with this event.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. There was no patient involvement.

Event description:
It was reported that tubing was broken/defective. This event occurred in the emergency room department. There was no patient involvement.